Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: a review of the black box indicated multiple call service 054/052/012 on (B)(6) 2017. There was no indication of any power issues observed in the black box. The returned battery cap secured properly and the pump powered on with functional audible tones and vibrations, but the display remained blank. Additional testing for the complaint of no power could not be adequately completed due to the blank display. The presence of audible tones and vibrations indicates that the pump had power. The complaint of no power could not be confirmed or duplicated on investigation. Call service 054/052/012 alarms can result in a blank display and a blank display can be misinterpreted by the user to be a power issue. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; the audio bolus button cover was torn, exposing the button contact; there was moisture corrosion observed on the display screen inside the pump; leak testing revealed leaks at the bolus button and the battery compartment; the pump cover was removed and internal moisture corrosion was observed on multiple internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.